Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for the ablation procedure? Left renal mass with imaging characteristics concerning for renal cell neoplasm. What was the approach/where anatomically was the probe inserted? Percutaneous CT guided approach. The mass is exophytic and posterolateral was there any resistance felt or any challenges inserting the probe? None where in the kidney is the probe tip located? Peripheral exophytic mass are copies available of any imaging performed? Yes, please see attached three images (pre ablation, probe placement, and post probe removal with retained foreign bodies. Was the postoperative patient care changed or any other treatment required? Significant pain, more than has been reported in any other of my ablations. Additional analgesics were required. Are there plans to remove the broken probe tip? Not at this time what is the current status of the patient? Recovering attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Images received are pending evaluation.

Event description:
It was reported that the doctor used two probes in the renal ablation and on one of the probes the tip broke off. It was noticed when the surgeon removed the probe from the patient. The surgeon was not using a trocar and it was not an open procedure. The tip was left inside the patient. The procedure was completed with a second like probe.

Manufacturer narrative:
Product complaint # (B)(4). H11. Corrected data: h10. Additional manufacturer narrative - device evaluation summary updated updated device evaluation summary: call home was reviewed for system nm16nea00470. A pr15, nm18ncb68391, was connected to channel 1 and tested. The user indicated a leak. The probe was retested and passed. The probe was disconnected and moved to channel 3, passed the test, and put into tissu-loc. Another probe, nm18ncb69305, was connected to channel 2, tested successfully, and put into tissu-loc. An ablation was set to 10:00, 65w for both probes, which completed without error. Another ablation was set to 5:00, 65w for both probes. After 3:41, probe 2 issued a reflected power error. Probe 3 completed the full 5:00 ablation without error. There was an led failure on channel 2 after cauterize. Both probes were disconnected and this marked the end of the case. Probe nm18ncb69305 (2 uses) was investigated at neuwave. The probe was missing the tip and brass cap. There was also damage to the ceramic, and a bent antenna. Systems engineer investigated this probe. He performed an ohm test, which revealed there were no shorts. The bond between the brass cap and the antenna failed. This failure was caused by the tip break and was not the cause of the tip break. Since the probe tip did not return with the probe, the root cause of the broken probe tip could not be conclusively determined from the analysis. In summary, the call home data for this case was reviewed. A reflected power error was observed for the probe in channel 2 after 3:41 of ablation. The probe was returned for investigation and an initial visual analysis showed that the probe was missing the brass cap and tip, there was damage to the ceramic, and the antenna was bent. The root cause of the tip break was not determined from this investigation.

Manufacturer narrative:
Product complaint #(B)(4). Date sent: 11/1/2019 device evaluation summary: call home was reviewed for system nm16nea00470. A pr15, nm18ncb68391, was connected to channel 1 and tested. The user indicated a leak. The probe was retested and passed. The probe was disconnected and moved to channel 3, passed the test, and put into tissu-loc. Another probe, nm18ncb69305, was connected to channel 2, tested successfully, and put into tissu-loc. An ablation was set to 10:00, 65w for both probes, which completed without error. Another ablation was set to 5:00, 65w for both probes. After 3:41, probe 2 issued a reflected power error. Probe 3 completed the full 5:00 ablation without error. There was an led failure on channel 2 after cauterize. Both probes were disconnected and this marked the end of the case. Probe nm18ncb69305 (2 uses) was investigated at neuwave. The probe was missing the tip and brass cap. There was also damage to the ceramic, and a bent antenna. Systems engineer investigated this probe. He performed an ohm test, which revealed there were no shorts. It was concluded this may have been a bonding failure between the brass cap and antenna. The root cause, however, is unknown. In summary, the call home data for this case was reviewed. A reflected power error was observed for the probe in channel 2 after 3:41 of ablation. The probe was returned for investigation and an initial visual analysis showed that the probe was missing the brass cap and tip, there was damage to the ceramic, and the antenna was bent. The root cause of the tip break was not determined from this investigation. Lot ml18083700 was reviewed (in process sn (B)(6)). Probe sn (B)(6) failed the flow test. There were no other problems during the manufacturing or testing of this lot.

Manufacturer narrative:
Product complaint #(B)(4). Date sent: (B)(6) 2019. Review of CT images performed by (B)(6): three cross-sectional CT images of left kidney are provided for review. According to treating physician¿s response, the images represent same anatomic location acquired pre ablation, probe placement, and post probe removal. On the pre-ablation image, an exophytic and posterolateral mass on the left kidney is visible. On the probe placement image, there is probe artifact extending from outside body surface into inside of the kidney lesion. On the post probe removal image, there is a low density cavity in the area of original renal mass. There is also residual metal artifact in the original mass location which likely represents the retained probe tip as foreign body. Maude report number: mw5089686.